Manufacturer narrative:
Section c1: serial number added. Section e1: email address of initial reporter added. Investigation finding and device evaluation: a review of the manufacturing records indicated the device met pre-release specifications. The primary reported failure of stuck deployment line, failure to initiate deployment was not confirmed by the evaluation of the returned vsx device. The engineers noted the device as returned had the deployment knob attached to the hub with no loose deployment line identified. Based on these observations it is uncertain if deployment by the user was attempted. Additionally, deployment could continue via the knob. Replication of the failure to deploy is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The vsx device configuration used is not compatible with the reported introducer sheath size of 6fr used in the procedure per the vsx device instructions for use which states a 7fr sheath as compatible. However, this use error is unrelated to the reported failure of inability to deploy. The root cause of the failure to deploy could not be established with the available information, including device evaluation. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 06 february 2026, gore was notified of an incident involving gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on the same date, a vsx device was attempted to be implanted in a patient´s superficial femoral artery (sfa) using a 6 fr introducer sheath (cook medical) and v-18¿ controlwire guidewire (boston scientific). The vsx device was successfully advanced and positioned in the mid-sfa to the branched femoris origin as reported, however, when the deployment knob was rotated and attempted to pull the deployment line, resistance was felt several times. According to the report, the resistance felt unusual and the vsx device was removed. A second vsx device was reportedly implanted successfully and no patient harm is reported.